Event description:
The report received from the affiliate indicated that while preparing for an interventional neurovascular procedure, air was still observed in the proximal luer hub of the orbit trufill dcs 5 x 10 mm complex coil delivery system after air purging. The product was not clinically used in the pt. There was no reported pt injury. Another trufill dcs 5 x 10 mm complex coil was used successfully in the pt. The procedure was completed successfully. The target lesion was a cerebral artery aneurysm. No vessel/lesion characteristics were available. A dcs syringe was used. There were no kinks or bends noted upon inspection of the device. The same dcs syringe was used successfully after the reported product issue. No additional information was available.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.